Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2024. On approximately (B)(6) 2024, the patient stated he checked the mobile app and it did not show any readings and he could not remember what the error message was. The patient stated that he was logged out of the mobile app and could not log in. He went to the hospital due ot high glucose readings (no values provided) but was nauseous, dizzy, vomiting and "blacking out". No medical treatment information was provided. On this day, the patient went to the hospital but confirmed that he was not hospitalized. The patient mentioned he was hospitalized while using the dexcom device on (B)(6) 2025 to (B)(6) 2025 for surgery; however, he did not specify if this was dexcom related and some time during hospitalization, the dexcom was removed. At the time of the report on (B)(6) 2025, the patient was coherent but lightheaded. Additionally, the patient could not remember event details as he stated he is forgetful and sometimes loses memory due to an accident he had in the past. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.